Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a cre balloon dilatation catheter was used during a esophagogastroduodenoscopy (egd) with dilation procedure performed on a female patient on (B)(6) 2010 (patient age and weight are unknown). According to the complainant, during the procedure, the balloon burst in the esophagus. No pieces of the balloon detached inside the patient. The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient age and weight are unknown. The patient is over 18 years old. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined.